Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, it failed the o2 calibration secondary to a failed leak test. The customer reported no patient involvement or allegation of patient harm. At this time, carefusion has not received the suspect device component for evaluation.